Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes related issue. The blood glucose reading was 254mg/dl. The customer experienced nausea and abdominal pain. Troubleshooting was performed. The caller stated that when they arrived to the hospital the insulin pump was not functioning. The high pressure test was performed and passed. It was stated that the customer did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. The insulin pump unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test.